Event description:
The customer reported to olympus the maintenance unit had a broken power switch/cover and the rubber was missing on the outside of the on/off switch. The issue was found during an unknown event. The procedure was unknown. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) four suction feet at the bottom with weak suction force/ top cover and main chassis with deep paint scratches and inside rust, respectively, b) power switch at front was damaged with cracked protective cover, its led (light-emitting diode) light not lighted up and plastic cap was torn off, c) air pressure fluctuated due to worn out air joint unit and connector socket, and d) air pressure low due to faulty air pump unit/found tubing of old type and bent. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the customer¿s reported issue was confirmed. The protective cover at power switch was broken. However, a specific cause of the broken protective cover was not established. Olympus will continue to monitor field performance for this device.